Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the error e216 and intermittent image. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical component failure. Based on the results of the investigation, a root cause could not be identified for the white residues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residues on the air/water channel; intermittent image; and error e216. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h9 - corrective action number. H9 was inadvertently marked as fy25-087-a instead of being left blank.

Event description:
No additional information.